Event description:
Patient admitted for out-patient surgery for endometrial ablation. Prior to procedure gyn followed all manufacturer's instructions and tested balloon catheter without finding any leak. Inserted balloon into patient, and pressure in balloon went to 150-170 mm of mercury for 4 minutes - the norm-. After 4 minutes, the pressure unexpectedly dropped to 70 mm, the machine automatically shut off, and physician removed the catheter. The balloon was filled with 30cc d5w prior to insertion, and upon withdrawal, 22 cc fluid was aspirated back. Upon visual inspection of the catheter, a pinpoint hole was noted on interior portion of catheter. Dr called ethicon to inform them of this incident and they recommended she obtain another balloon and finish off the procedure with another 3 minute cycle -which she did-. She then called general surgery to determine whether a laparoscopy should be performed to ascertain possible damage to the bowel. They recommended close observation for 23 hours and during this time the patient required demerol and toradol for pain, she was discharged to home the following afternoon. Six hours after discharge, patient admitted to ER with a temperature of 102. Abdominal x-rays and exam were negative, csc showed large left shift and gyn exam was notable for uterine and adnexal tenderness. Gentamycin and clindamycin were started and general surgery re-consulted. Dx: endometritis. Antibiotic coverage changed to unacin and clindamycin. Temp max 101.3 as of 4 days later- she is now pain-free and eating. Plan: stop antibiotics today, observe for 24 hours and discharge tomorrow.